Event description:
Harmonic was assembled and tested. When physician placed in patient he stated that it sounded funny. He pulled out the harmonic and turned to tighten the harmonic with his hand. Harmonic taken apart and gray cord tip was broken off into hand piece. No harm noticed to patient. New hand piece and cord opened. No further incident. Surgery completed successfully.what was the original intended procedure?lsh.device #1is this a laboratory device or laboratory test?no.